Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: 2019. Implanted: 2019. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Device history record (DHR) review; based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -11.50 diopter, implantable collamer lens into the patient's eye in 2019. White accretion on the lens and lens opacity were observed. The lens remains implanted. Cause of the event is reported as device. Reportedly there is a possibility the lens may be explanted in the future. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device code: 3189 should be corrected to 1426. Claim#: (B)(4).